Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: feb 25, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during insertion. A detached and damaged (bent) haptic (the same haptic) was observed before and after cleaning the lens. No additional cosmetic defects were observed. The complaint issue dc-haptic detached was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue dc-device partially delivered could not be confirmed, because the lens was received outside/without a cartridge tip for evaluation. No product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one complaint folder for haptic detached found. This product investigation is voided; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) was detached. The lens was partially inserted into patient eye and was removed and replaced in the same procedure with another lens of same model. There was no patient injury and no medical intervention was required. The patient is doing fine. No further information is available.